Event description:
Reference MFR report: 1627487-2019-05514. It was reported that the patient was experiencing ineffective stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted.